Manufacturer narrative:
(B)(4).

Event description:
It was reported that "catheter being used for IV contrast for CT. White lumen expanded external to patient and blood filled tubing." The patient had another PICC inserted the next day. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "catheter being used for IV contrast for CT. White lumen expanded external to patient and blood filled tubing." The patient had another PICC inserted the next day. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided one image showing a 3-lumen pressure injectable (pi) cvc catheter. Signs of use in the form of biological material are visible. Visual analysis confirmed that the proximal extension line is severely ballooned. The customer also returned one , 3-lumen pressure injectable (pi) cvc catheter. Signs of use in the form of biological material are visible inside the proximal extension line. Visual analysis revealed that the proximal line is ballooned. Microscopic examination did not reveal any kinks/indentations on the extension line nor the catheter body. Further functional testing confirmed a build-up of congealed biological material inside the proximal lumen. The proximal extension line outer diameter (in an area not affected by ballooning) measured 0.0845", which is within the specification limits of 0.0840"-0.0880" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter could not be accurately measured due to the nature of the ballooning. The catheter body length measured 166mm, which is within the specification limits of 157mm-177mm per the catheter product drawing. The catheter body outer diameter measured 0.0945", which is within the specification limits of 0.0940"-0.0980" per the catheter extrusion product drawing. Functional testing was performed per the IFU statement, "flush lumen(s) to completely clear blood from catheter". A lab inventory syringe was attached to all four extension lines and flushed. When flushing the proximal line, a blockage was observed. A long pin gage was inserted through the proximal lumen. Undue force was required to pass the gage as large quantities of congealed biological material exited the lumen. Once cleared, the proximal lumen flushed as intended. The IFU provided with the kit informs the user , "open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure". The IFU also states, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury". The report of a ballooned extension line was confirmed through analysis of the returned sample. Visual analysis revealed that the proximal extension line was ballooned. Functional testing also revealed a build-up of congealed biological material inside the proximal lumen. Despite the damage, the sample met all relevant dimensional requirements. Based on the customer report and the sample received, the build-up of congealed biological material in combination with over-pressurization contributed to this event. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.